Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on an unk date. The pt returned to the hospital two days after the procedure with acute abdominal pain. The pt was found to have a hole in her small bowel due to a burn. The pt underwent a hysterectomy as a result. Additional info has been requested but not received at this time.

Manufacturer narrative:
Date sent to the FDA: 08/28/2009. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.